Event description:
On (B)(6) 2009, it was initially reported that the pump was "dead on arrival"; and that it would not communicate with multiple programmers. The pump was not implanted in a patient. The device was returned to the manufacturer still sealed in its packaging. The pump contained water (1,000.0 ul/ml).

Manufacturer narrative:
(B)(4). Final analysis of the pump (model: 8637-40, (B)(4)) revealed a hybrid anomaly. No telemetry was confirmed regarding the new pump. Once power was disconnected, telemetry response was possible post milling. High current drain was noted prior to disconnecting the power. An (B)(6) showed no anomalies. An ir and ip were conducted after disconnecting power, and function was found to be possible. The current drain was tested with no telemetry, and a high 412 ua value was noted. After the power was disconnected, current was 8.3 ua; and telemetry was good. Battery voltage was 3.027v. Regarding s2 battery volt a and b from waveform testing, the following was noted: a=3.08 b=3.02 60 mv drop- pass. Regarding s2 battery waveform resistance testing, the following was indicated: battery resistance at waveform was 59 ohms-pass. M1 and m2 motor resistance to case were greater than 200 m. Motor coil resistance was 482 ohms; and the motor coil passed testing. No motor stall was noted. The pump passed patency testing. An x-ray confirmed propellant. The pump passed a visual inspection.